Event description:
Reporter states that the pt experienced recurrent hip dislocation post total hip replacement of right hip. Dislocations on 1/12/97, 9/10/97, 11/14/97. Revision of acetabular insert and femoral head (cat. No. 6264-5-128).